Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no damage was found. A review of the receiver data log confirmed a hardware error code. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2014. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 receiver would not turn on. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.